Event description:
It was reported the patient had severe muscle spasms and his body went into big spasms, severe pain, tremors, chronic lung infections, peripherally inserted central catheter (PICC) line infections, and bed sores that get infected. He was in constant ¿septic.¿ the patient cannot sit up without going into deep spasms. He was hospitalized on and off for the past 2 years. The patient had lost 250 pounds since implant, and he went through pints and pints of blood. The pump was moving around because the patient had lost so much weight. The reported stated the current managing physician was ¿stumped¿ and did not know what it is the patient was dealing with. The family was seeking information for locating another physician. The pump delivered an unknown pain medication. The cause of the patient¿s symptoms, treatment/interventions, and the outcome of the patient remain unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that, at the time of this report, the patient was in the hospital and they were doing a "process of elimination". On (B)(6) 2014, the patient's spinal cord stimulation (scs) implant was removed because the patient had been having spasms for the last year. It was also reported that the patient had been having spasms for the past couple of years. They removed the scs implant if that had anything to do with it. The spasm was constant and painful. The spasms stopped for a few days with the stimulation removal and it was thought that would help, but it came back over the weekend. At the time of this report, the patient's spasms wouldn't stop and they were trying medication. Currently, the patient's pain pump was being focused on. An MRI of the patient's whole back and head was planned. The MRI was related to the pump. The device system was used to deliver baclofen and dilaudid. (This source document information contained omitted information, unrelated to this event, which is captured in pe 700779392) see manufacturer report # 3004209178-2014-22769 for information pertaining to the scs event.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).